Event description:
It was reported that the patient expired due to a cardiac arrest. The event was captured on the carelink monitor which transmitted an alert for "all therapies exhausted" 3 hours after the event due to the phone line being busy at the time the event occurred. The patient recieved 30 appropriate shocks and the device failed to shock 14 times before the therapies were exhausted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.